Event description:
This is the same event and the same pt reported under MDR ID #2939859-2001-00004. This is the first MDR submitted for the first suspect product a fax was received from mcghan ltd reporting a pt that was skin tested in 08/2000 with no untoward response. In 2000 the pt was injected in the "perioral lines, facial lines, periorbital lines". The nurse injector used two formulations of bovine collagen. The pt called in 10/2000 reporting "area treated red, swollen and itchy". Hypersensitivity to bovine collagen was diagnosed. No treatment was deemed necessary. The pt was seen on several occasions with no change in the symptoms. In 11/2000 pt was seen with treated areas appearing worsened, "inflamed, hard, hot and very painful. Several pustules present". Erythromycin, po was prescribed. A needle aspiration of an affected area was performed and contents were sent for culture and sensitivity. After 72 hours there was no growth.